Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer experienced a skin reaction while wearing the adc freestyle libre 2 sensor, with a symptom of itching. The customer had contact with a healthcare professional and received unspecified medical treatment for the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported the customer experienced a skin reaction while wearing the adc freestyle libre 2 sensor, with a symptom of itching. The customer had contact with a healthcare professional and received unspecified medical treatment for the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Product has not yet been returned for this complaint. Adc investigated the reported complaint which is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor and determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31-mar-20. Medical event associated with this complaint case occurred on (B)(6) 2022, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer experienced a skin reaction while wearing the adc freestyle libre 2 sensor, with a symptom of itching. The customer had contact with a healthcare professional and received unspecified medical treatment for the reported issue. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-03482.